Manufacturer narrative:
Investigation: one hundred fifty-three samples were received from the customer for investigation. One hundred fifty-two (152) samples were received in sealed blister pack and one (1) sample was received shielded but not in a blister pack. Twenty-four (24) samples were selected at random and were visually checked for clogs and then had the needle pull force tested to determine the force required to remove the needle from the hub. The one (1) returned sample that was received not in a blister pack was also visually checked for clogs and then had the needle pull force tested to determine the force required to remove the needle from the hub. The twenty-four (24) samples which were selected at random from the unopened blister packs were found to not be clogged as light was able to pass through the needle. The one returned sample which was received not in a blister pack was found to be clogged as light was not able to pass through the needle. All twenty-five (25) samples had pull force values between 23.85lbs (minimum) and 26.62lbs (maximum) which is greater than the minimum specification of 10 lbs. Most probable cause for the clogged needle is production process. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A needle popping off the hub or pulling out of the hub could be caused by insufficient epoxy. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It has been reported that one needle 21x1-1/2 rb has been found clogged and with a loose needle during use. The following has been provided by the initial reporter: it was reported that needles feel clogged, needles pop off hub. Per snow: health professional reporting that this batch has been faulty needles where they are pressing but nothing comes out while injecting. She said it feels like it's clogged, but also the needle will pop off the hub. This has occurred about 5 times, 5 different pts (4 female, 1 male, age range 40-80). Unused samples can be sent given shipping label, used syringes tossed out. Been happening for "past week and a half"..

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle 21x1-1/2 rb has been found clogged and with a loose needle during use. The following has been provided by the initial reporter: it was reported that needles feel clogged, needles pop off hub. Per snow: health professional reporting that this batch has been faulty needles where they are pressing but nothing comes out while injecting. She said it feels like it's clogged, but also the needle will pop off the hub. This has occurred about 5 times, 5 different pts (4 female, 1 male, age range 40-80). Unused samples can be sent given shipping label, used syringes tossed out. Been happening for "past week and a half".